Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a reverse shoulder arthroplasty, an expired implant was used. The surgeon was notified immediately after the implant was seated and chose to leave it in to avoid damage to the patient. The implantation date was (B)(6) 2018 and the expiration date is (B)(6) 2018.

Manufacturer narrative:
Review of the DHR for pn stem-0920-025-10, lot 14-1955 showed there were no material nonconformances or variances associated with this lot. Review of the sample label included in the DHR showed the expiration date of july 2018. The product remains implanted; therefore no failure analysis can be performed on the unit.